Manufacturer narrative:
Seven devices were returned and evaluated. The evaluation results is as follows: seven devices were received and evaluated for the complaint regarding the needle button released event. All devices were inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for these devices.

Event description:
The patient reported that she was admitted to the hospital about 3 to 4 months due to hyperglycemia as high as 600. The v-go device that the patient was wearing at the time is not available for collection. The patient's diabetes was managed with vial and syringe while in the hospital. The patient is not sure of when she was hospitalized.